Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on june 5, 2018 with blood glucose of 38 mg/dl at the time of the incident. The customer may have been on pump auto mode at the time of the incident. The customer was at 258 mg/dl at the hospital waiting room, and 193 mg/dl at the time of the call. The customer used food, juice, and glucose tablets and was given gel to treat. The customer experienced symptoms such as inability to function. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.